Event description:
On (B)(6) 2013, the reporter contacted customer support (cs) and alleged that he had been having blood glucose (bg) levels between 500 mg/dl to 600 mg/dl recently. All basal settings verified correct with reporter. Reporter stated most recent bg was 300 mg/dl with leg numbness, no other symptoms. Reporter did not have time to troubleshoot pump. Cs instructed patient to use alternate form of insulin delivery until his problem with high bg can be resolved, but patient denied having any insulin or syringes with him at this time. Patient continues to use pump. Patient was instructed to call cs back to assist him in troubleshooting his pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.